Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Customer experienced a blood glucose (bg) level ranging 50-90 mg/dl. Reportedly, customer fainted and required assistance by paramedics consuming carbohydrates and juice. Customer went to the emergency room (ER) and was treated with intravenous fluids of saline. Customer was released from the ER the same day with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.